Event description:
Pt was enrolled into a clinical trial and was treated with balloon kyphoplasty for a painful osteoporotic compression fracture of t11. The procedure was completed without difficulty. Approx 4 months post-operative, a new compression fracture of t12 was diagnosed. A balloon kyphoplasty was performed on t12 in 2006.